Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 286 mg/dl. The customer was asked if recalls any significant events leading to the alarm. The customer response no significant events. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. The insulin pump had no button response due to corroded keypad traces. No unexpected vibrating noted.